Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that they have her on water pills and she doesn't have the brain to do all this stuff. It was noted that the patient sounded like she was referring to filling out the registration papers. The patient stated that her daughter was there when she got the device, but she didn't think she was aware there was stuff in the box she still had to do. The patient stated that all she was doing was going to the bathroom. The patient was running to the bathroom every minute. The patient reported that she knew the device was helping, but it was all this other junk that was not helping that she had to take. The patient stated that she needed to get off the water pills and she didn't know how to do that. The patient reported that her feet swelled since going in to get the device. The patient noted having a broken tailbone and that she had home care. The patient stated ¿she told her she didn't have to drink any water, only three glasses a day, and ¿so then she put her on salty stuff¿. The patient stated that she was sent home for two weeks, and she has to write down when she has to void. The patient stated that she can make it to the bathroom. The patient noted if she sits down so she doesn't bother the tailbone. The patient stated that she started to sleep a little bit better, and that she had no control before she got the device. The patient reported that she hasn't been able to go out anywhere for a year. It was noted that the home care person put her on stuff and was working against the doctor. The patient stated that she couldn't adjust the stim now because her brain wasn't there. The patient reported that she is on keflex 500 mg 3x a day. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their taking of 500 mg of keflex 3x per day was not related to the device or therapy. The patient reported that there was no cause/resolution of an infection because there was not an infection in the first place. Patient weight was updated.